Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and after extensive trouble shooting found the head unit to be a bad out of box failure. Once he was able to isolate the issue and test the device with a good working head unit, no other problems were found. Subsequently, the top level display assembly with new coiled cord was replaced, and the stm performed full functional testing, safety tests, and electrical tests which passed per factory specifications. Unit is cleared for clinical use and returned to customer.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displayed a communication error. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displayed a communication error. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displayed a communication error. The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.